Event description:
The patient reported they have not had pain relief since the device was implanted. Additionally, the patient reported they have not used the device for an extended amount of time due to potential overstimulation. The commercial team member confirmed all components seemed to be working properly and the programs on the transmitter assembly were changed. The patient was encouraged to try the new settings and follow-up with any issues. As of (B)(6) 2025, the patient is utilizing therapy and has not had any further complaints since resuming therapy.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another (non-curonix) device implanted has been ruled out as a potential cause. Additionally, migration was ruled out. The transmitter assembly associated with the complaint was returned for investigation. The investigation found the unit board was damaged by liquid ingress and will not power on. The cause is attributed to pcb failure due to liquid damage. Attached to the RMA report is a picture that shows the presence of liquid on the board. As a result of the liquid ingress (i.e. Efflorescence, oxidation), multiple circuits were damaged. The stimulator is used to treat pain. The cause of the overstimulation is due to programming parameters as the issue was resolved after the programs on the transmitter assembly were changed (user error-clinical representative). Although liquid ingress was observed during the investigation of the returned transmitter assembly, this did not contribute to the report of overstimulation. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.